Event description:
The medical center had a patient transferred to the tertiary medical center for optimal care and support. At the first center the team had placed an impella cp and had the 14fr sheath left in. The impella sheath caused limb thrombosis and intervention. The team ballooned and had to explant the pump. The medical team had retained the sheath in the artery for 3 days which is against the IFU recommendations.

Manufacturer narrative:
The medical center discarded all product. No benchtop analysis is possible. The medical team had not followed IFU recommendations and removed the 14fr sheath from the femoral artery. Limb ischemia most likely developed due to the user error. Should more details be shared, another report will be filed.